Event description:
Transilluminator used on a premature infant to visualize veins for IV insertion. Wand of the transilluminator not in place while being used. Causing blister formation on infant's right hand.